Event description:
Nellcor puritan bennett rec'd a call from a rep of user facility on 0/18. User facility called to report the following problem: ventilator appears to have gone into safe mode. Unable to recover and ventilate.